Event description:
(B)(4). Since being implanted I have had psoriasis, itchy ears, chronic headaches, severe menstrual cramps and irregular heavy bleeding, bad acne, boils, developed ibs, cracking teeth, weight gain, bloat and severe irritability.